Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for clog pe & bent npe. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during use while priming, and the non-patient end needle was found bent before the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported needle clog during priming, also needle bent at non patient end before injection, does not re-use. Problem occurred over the past few months with other boxes, same product, most recent occurrence was this morning, (B)(6) 2019."